Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump once the battery is on the pump it powers off and then powers on the device during testing in the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported symptom of 'the battery is on a pump it powers off and then powers on'. The reported symptom was not verified. No corrections were required. Should additional relevant information become available, a supplemental report will be submitted.